Event description:
It was reported that one day post implant, the pulse generator exhibited inappropriate measured data for lead impedances. The pulse generator was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis found normal device characteristics.